Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this lead exhibited high thresholds and removal difficulty. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was subjected to and passed all electrical testing with no fractures noted. This lead was determined to have met specification.

Event description:
Product investigation was completed, therefore a supplemental report has been filed.